Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code was not working. A technical support specialist (tss) checked the mql and confirmed that the item was correctly listed in the patient medication order and that the validation code used was accurate. After remoting in, tss found that the pharmacy provided validation code on profile and overrides setting was disabled. Tss enabled the setting and instructed the customer to have the nurse attempt the process again and confirmed it was successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, nurse attempted to issue the item dilaudid/hydromorphone 2 mg to patient (5058\f\919770\f\33688). When nurse entered the code, received an error indicating that the code was invalid. However, there were no adverse events or injuries reported based on this event.